Event description:
Caller reported that a malfunction occurred on the pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Cts provided instructions for resetting the pump, which resolved the issue, and the customer was able to continue using the pump. The caller was advised to call back if the malfunction recurs.